Event description:
Evaluation revealed a damaged force sensor socket pin.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged force sensor socket pin. Review of the pump history reveals loss of prime alarms associated with zero force but could not be reproduced during evaluation.